Manufacturer narrative:
Investigation summary it was reported that a male patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was described that the brim cap is missing from the hub and the hemostatic valve was detached from the hub. Initially, it was reported that the introducer of the sheath just crumbled and broke off. The device was inspected, and the brim cap was missing from the hub and the hemostatic valve was found detached from the hub, then during the second visual inspection residues of the brim cap were observed on the hub. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap and hemostatic valve cannot be determined, however, an internal corrective action has been opened to investigate these issues. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001066 number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and it was described that the brim cap is missing from the hub and the hemostatic valve was detached from the hub. Initially, it was reported that the introducer of the sheath just crumbled and broke off. The sheath was replaced. No harm to the patient was reported. Additional clarification was requested on the event. However, no additional information was available. Since there was not enough information to determine which part of the sheath was damaged, this event was assessed as not reportable. Additional information and photos were received on april 1, 2019, and it was reported that it was the brim cap that was broken and that no other parts of the sheath were damaged. The issue occurred during preparation when the dilator was inserted. The issue of brim cap was assessed as a reportable issue. The awareness date for this reportable issue is april 1, 2019. The biosense webster, inc. Product analysis lab received the device for evaluation on april 12, 2019 and it was noted that the brim cap was missing from the hub. In addition, during the second visual inspection on april 23, 2019, it was noted that the hemostatic valve was detached from the hub. The brim cap issue remains a reportable issue. The hemostatic valve issue was also assessed as reportable.